Manufacturer narrative:
Concomitant medical products: 377176 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found passed out on the street. Their device was checked and it was noted that undersensing was observed on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.